Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained via the common femoral artery. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous anterior tibial artery. Another manufacturer's balloon catheter performed dilatation and then this 2mm x 20mm x 142cm coyote es otw balloon catheter was selected and upon the 1st inflation, the balloon ruptured at 14atm. The device was removed from the patient intact. The procedure was continued with another 2mm x 20mm x 142cm coyote es otw balloon catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).